Event description:
On the scd power cord, at the point where it exits the bracket, the power cord is being ripped by the hard plastic edge causing the outer shielding of the power cord exposing the wires inside. I have a picture of the cord outer sheathing cut while still in the device. Clinical engineering replaced the power cord and returned the device into service.